Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on august 19, 2014 and obtained the following information. The alleged issue began on (B)(6) 2014 around 11 am. The patient reported obtaining a blood glucose result of ¿120 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). The patient did not make changes to his usual management routine. Shortly after testing, the patient claimed he felt low blood glucose symptoms of shaky, sweaty and ¿felt like passing out.¿ the patient retested his blood glucose with the subject meter and obtained results of ¿84 and 72 mg/dl.¿ the patient tried to drink ice tea and eat crackers as treatment but claimed he still ¿passed out.¿ a couple hours later, the patient reportedly regained consciousness on his own but still felt weak. The patient ate something and felt better. During the follow up call, the mss was also informed that several months prior to the reported issue, the patient went to the hospital and was reportedly diagnosed with brain damage and short term memory loss due to low blood sugars. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have the testing supplies used at the time of the reported issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.